Event description:
It was reported that an ilet user noted a blood glucose of 212 mg/dl after announcing and delivering insulin for a recent meal, with no alerts or site leakage, and was advised to wait for insulin action; follow-up showed a blood glucose of 176 mg/dl and steady. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.